Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced an infusion set tubing broken event on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.